Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that when the doctor went to open up the implant carrier there was a cover screw but no implant. She was able to complete the procedure with a different implant.

Manufacturer narrative:
No product was returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i dental implant IFU (p-iis086gi rev. F 11/2015). Sterility: all dental implants are supplied sterile and are labeled "steril". All products sold sterile are for single-use before the expiration date printed on the product label. Do not use sterile products if the packaging has been damaged or previously opened. Do not re-sterilize. Storage and handling: devices should be stored at room temperature. Refer to individual product labels and the surgical manual for special storage or handling conditions. The complaint could not be verified, as the product was not returned and the reported packaging issue could not be inspected. The exact details of the device condition when received by the customer are unknown. There were no manufacturing deviations identified with the implant lot that could cause or contribute to the reported event. Review of the DHR did not identify any non-conformance with the packaging prior to shipping. All operations and inspections were executed as per applicable procedure. A root cause cannot be determined. The following sections have been updated. (B)(4).

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A 3i t3 with dcd tapered implant (bnpt4385) packaging was received. Visual inspection of the as received product identified that the outer box was damaged and the taper resistant tab was broken. The tyvek lid on the plastic outer tray was pealed open. The lid on the inner tray was missing along with the implant from the vial. The inner tray only included a cover screw. However, the exact details of the device condition when received by the customer are unknown. No images of the sealed package with missing product as reported were provided. Therefore, based on the evaluation, the reported event and device malfunction could not be verified. Review of the DHR for bnpt4385 did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.